Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that intermittent cartridge alarms occurred during basal delivery with multiple cartridges. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 210 mg/dl.